Event description:
Boston scientific crm received information that this device appears to be depleting faster than expected.

Event description:
--

Manufacturer narrative:
A copy of the device's memory was preserved and submitted for analysis. Analysis confirmed that this device appears to be depleting prematurely however the cause of the premature depletion cannot be determined from a review of the device's memory. It was recommended that device follow up be increased to monthly and to replace the device within the next few months. New information received indicates that this device was explanted for premature battery depletion. As of today the device has not been returned for analysis.

Manufacturer narrative:
The device was returned and is undergoing analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 2.138 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q3 2010 product performance report.